Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Performed charge and boot test and passed. Performed functional test and passed. Performed "try it" test and passed. Performed intermittent vibrate test using the communication tool and passed. Open and interior inspection was performed and passed. Take vibrator measurement and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.